Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the clinic for a routine follow up. It was observed that the device showed t wave over sensing in the stored egm. The device was reprogrammed and remained implanted.